Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, de novo, mid right coronary artery (rca), the 2.5 x 28 mm xience prime stent was deployed in the lesion; however, a stent edge dissection was noted. A different xience prime stent was used as treatment. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not available for evaluation. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.